Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high impedance. The rv lead was found to have high rising thresholds and high impedance when measuring from tip to ring. The lead was programmed to tip to coil and the lead continues to be monitored remaining in use. No patient complications have been reported as a result of this event.